Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that one day post implant, a chest x-ray revealed that the atrial lead had dislodged. The patient was asymptomatic. The lead was successfully revised.